Event description:
It was reported that onyx visibility was difficult to see under the fluoroscope during injection. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. Radio-opacity test was performed on the retained sample from the same lot and was found to be within specification. (B)(4).